Event description:
It was reported that the patient was having more breakthrough seizures. The patient's physician were unable to provide any information regarding the breakthrough seizures. No further relevant information has been received to date.